Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device, evidence of tampering included a broken third-party label (tpl) on the device. Investigation also determined that the monitor to processor bridge pace cable was not fully seated in the connector on the processor bridge pace board. The cable was properly reseated. As a result of the device being tampered with, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib & pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.